Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the 65% stenosed target lesion was mild-moderate tortuous and non-calcifed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for pre-dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.